Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion/exposure first noted by a physician? Describe any medical/surgical intervention for exposure including dates and surgical findings. Product code and lot # if applicable, will product be returned? Please provide return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2018 and the mesh was implanted. The patient experienced minor erosion of the mesh and vaginal pain due to partial erosion. The patient underwent excision of the eroded segment and cystoscopy and recovered well. Additional information has been requested.